Event description:
There is a catheter extension tubing manufactured by bard medical in which there is one item number used: however, there is product currently available on the market that is latex-free and some contains latex. This item number is currently advertised by bard as being latex-free, so it is possible that pts with a latex allergy may be dispensed product that contains latex. According to the bard customer service, the 18th extension tubing with connector, item number (B)(4), was originally manufactured containing latex. The company then changed the product to latex-free and also changed the site without changing the item number.